Event description:
The customer reported that the device has a red x with chirping noise and charge button failure. No report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.